Manufacturer narrative:
A direct correlation between the reported events (bleeding, hypertension, right heart failure, patient outcome) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported low flow events could not be confirmed. Although a specific cause for the reported low flows could not be conclusively determined through this evaluation, it was reported that the low flow events were related to the bleeding events. The hm3 lvas IFU lists hypertension, bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that bleeding was found in post cardiogenic pulmonary edema (cpe) period after heartmate 3 implantation. Blood transfusion was provided as treatment. The patient was shifted to intensive care unit (ICU) with open sternum. Blood flows through the device were not being maintained. The patient was re-explored 2-3 hours after shifting and centrimag was inserted for right ventricle support. Chest was closed. Continuous renal replacement therapy (ccrt) was initiated for the support. Next day, the patient experienced low flows and was re-explored. On the same day again in the afternoon, the patient required re-exploration due to uncontrollable bleeding leading to low flows in spite of volume replacement. Generalized bleeding was found. During these courses of events, hematological opinion was taken & blood products were replaced accordingly. Ear, nose, and throat (ent) opinion was sought in view of bleeding found from nasal cavity oral cavities. Accordingly patient was managed. Patient eeg showed s/o epileptogenic of all activity and started anticonvulsants. In-spite of all management patient succumbed to coagulopathy. The patient expired due to coagulopathy. No autopsy was performed. The pump was explanted. The device will not be returned for evaluation.